Event description:
Initial PICC line was inserted as an outpatient medical as pt needed IV vancomycin for 3-6 weeks. On 03/01/06, pt presented to receive her atb and noted that PICC line had a 2-3mm crack proximal to connector hub in white port of PICC. This line was discontinued and reinserted a new PICC line. Pt continued to receive output IV antibiotics daily, when presented to receive antibiotic sixteen days later was noted that pt again had a crack in the PICC line in white port just proixmal to connector hub. Line was once again discontinued and IV therapy was discontinued early and pt was placed on oral atb. Is noted that both lines that cracked had same lot numbers--refj0785 with the first line having an expiration date of 11/07 and the the next line expiration date 01/08. Is further noted that with another pt (report submitted) that similar but more serious breach in PICC line with same lot number of repj0785 exp. Date same as previous. The initial line was not saved. The 2nd line was saved and sent into the MFR for evaluation.